Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The endoscope was found with attached endoscope adapter (aea) damage or friction issue and laser marking on housing damage/markings on housing, main housing was observed. Cable integrity (visual damage) zone b was also observed.

Event description:
It was reported that prior to starting, pre-anesthesia, a da vinci-assisted not applicable the endoscope changed orientation on its own. The procedure was completed with no reported injury.